Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited corrosion on the insertion tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed corrosion on the device insertion tube could not be determined, however, the issue is likely the result of insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.